Manufacturer narrative:
One sample model 2420-0007 lot 25075647 was returned for investigation. The set was examined for defects and abnormalities. Foreign matter was seen on the inside of the spike cap. No other defects or abnormalities were observed. A quality notification was sent to the supplier. No response was received by the supplier. If a response is received. The investigation will be reopened to include the information they provide. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had foreign matter in the fluid pathway. The following information was provided by the initial reporter: contaminant located in an area that should be sterile as intravenous fluids will be accessed using this spiked end of the infusion tubing. Description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca. Lot or s/n: (B)(6). Complaint noticed: prior to use. Problem frequency: 1st time. Patient injury: no. Qty affected: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.